Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received states that the patient presented in clinic for routine follow up, right ventricular lead noise was reportedly treated with atp. The right ventricular lead was explanted and replaced. No adverse events were reported, and the patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review of episodes, it was noted that non-sustained ventricular tachycardia (nsvt) and ventricular fibrillation (vf) episodes were recorded. Upon interrogation, noise resulting in oversensing was noted on the right ventricular lead. Programming changes were made. No patient consequences were reported.

Manufacturer narrative:
The reported events of noise, over-sensing and inappropriate shock were confirmed. Clavicular crush damage was found 32.8 to 33.7 cm from the connector pin damaging all lumens, the ptfe liner of the inner coil and the etfe coating of one rv cable. An external insulation abrasion breaching the optim sheath only was found 6.9-7.2 cm from the connector pin consistent with friction to the device can. The cause of the reported events was due to the damaged insulation which was consistent with clavicular crush.